Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button switch being contaminated. The cause of the inability to activate the monitor is the contaminated switch. Upon further investigation, the monitor was unable to pass detect and treat testing due to an open r781 resistor on the ca board. The root cause of the contaminated switch is a liquid ingress of an unknown contaminant. The root cause for the open resistor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.